Event description:
Gambro received a complaint in 2007 from a facility who reported a pt death the next month, during treatment on a phoenix machine. The pt had a long-standing history of cardiac disease. She had suffered a myocardial infarction (mi) during her previous dialysis treatment a couple of days prior to the incident and survived. However, during the pt's treatment prior to event date, she experienced another mi but, this time was not successfully resuscitated using advanced cardiac life support (acls) protocol. According to the customer, there was only one alarm activated; "air in blood". A gambro technical service rep inspected the machine and found it to be operating within MFR's specifications. The customer has been using the machine on othe pts since the death occurred without any problems.